Event description:
Boston scientific crm received info that this dextrus atrial lead exhibited loss of capture due to dislodgement. The pt was noted as dizzy. In a revision procedure, the lead exhibited high thresholds during attempted repositioning. The lead was then explanted and successfully replaced by a new lead.